Manufacturer narrative:
On 14-aug-2020, mentor received additional information regarding the patient's symptoms. The patient reported that she continues to feel sick three months post explantation. Her symptoms are mainly related to stomach and skin issues, such as hives. The root cause of the patient's symptoms is unclear. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5094755 that a female patient underwent a breast surgery with two 350cc mentor smooth round moderate profile prostheses and suffered unspecified health conditions. Due to the conditions that the patient experienced, she was taking cyclobenzaprine, duloxetine, ibuprofen 800 , ondansetron , ciprofloxacin, ergocalciferol, vitamin b5, magwell zinc, magnesium, and vitamin d3. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2020. Follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.